Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear wheel 3.

Event description:
It was further reported that there was more than one motor stall noted in the event logs. However, it was also reported that the motor stalls reportedly did not stall and recover neither in a long or short duration and reportedly there was no motor restart. Further it was also reported again that there was just one motor stop. The cause of the motor stall was still unknown. The patient was now receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient¿s personal therapy manager (ptm) indicated an alarm noting ¿8476¿ at 16:30. The pump had an alarm for critical motor stall which never recovered. It was also reported as a false motor stall telemetry stated related to a magnetic resonance imaging (MRI). The patient experienced underdose symptoms. At the time of the report the patient's status was reported as alive-no injury. No diagnostic testing or troubleshooting was performed. It was unknown if the issue was resolved or the cause determined. However, the pump was explanted and replaced. This device system delivered morphine, prialt, and naropeine. Additional information was requested to clarify event details including report of false motor stall and current patient status. Should additional information be received a supplemental report will be filed.